Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported that their blood glucose (bg) level was high, but was unable to provide an exact value. The customer stated they would deliver a manual injection to address their high bg. Reportedly, the customer has manual injections available as alternate insulin therapy.